Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of ischemia and occlusion are known adverse events as listed in the graft master otw instruction for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that a 3.0x16 otw graftmaster stent was deployed for treatment of a perforation in the right coronary artery (rca). After deployment of the stent, the vessel occluded and blood flow stopped. An export catheter was inserted to open up the occlusion and a temporary pacemaker was implanted. There was no reported adverse patient sequlea.the perforation was sealed, the patient did not die, and the handling of the device was reported as excellent. No additional information was provided.